Manufacturer narrative:
Additional information: d4 (UDI#), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Evaluation noted that the handle cycle was able to be fully cycled and was able to load a chip without issue. The instrument was applied to appropriate test media. During the instrument cycle was completed the handle would bind and the cycle could not be completed. Three clips were advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. During each cycle the binding was observed at the end of the firing cycle. It was reported that the clip applier did not fire. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur if bodily fluid builds up inside the shaft of the instrument. This may interfere with clip loading and prevent the instrument from firing. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, the clip applier experienced issues after the fifth clip, making it impossible to use. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found that when the instrument cycle was completed, the handle would bind and the cycle could not be completed.

Event description:
It was reported that during a laparoscopic procedure, the clip applier experienced issues after the fifth clip, making it impossible to use, when the surgeon try to control a vessel with the device. A new device was used t resolve the issue. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found that when the instrument cycle was completed the handle would bind and the cycle could not be completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.